Event description:
It was reported that prior to use with the bd safetyglide¿ shielding hypodermic needle the needle penetrated through the shield. The following information was provided by the initial reporter: while preparing to give a vaccine to a patient I cleaned the site and went to pull off the safety cap on the needle and while doing so the needle bent through the cap and poke me on the left index finger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-jun-2023. H6: investigation summary one needle sample received by our quality team for investigation. Upon visual evaluation, needle is bent, therefore incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with unit not centered in its position when the plastic shield was being assembled inducing the symptom reported and not detected in the next processes. Verification of the shield was performed to ensure flow of products were correct.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd safetyglide¿ shielding hypodermic needle the needle penetrated through the shield. The following information was provided by the initial reporter: while preparing to give a vaccine to a patient I cleaned the site and went to pull off the safety cap on the needle and while doing so the needle bent through the cap and poke me on the left index finger.